Event description:
It was reported to target that high resistance was experienced in the fastracker-18 catheter during an injection with contour particles. The physician flushed the catheter, resistance resolved, but particles came out of the catheter because the catheter was torn. There were no complications, interventions, nor prolonged hospitalization for the patient as a result of this event. The patient was in good condition after the procedure.